Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report high blood glucose levels due to the absence of insulin delivery. The customer also reported a crack on the display due to hitting it on something. The customer's blood glucose level at the time of incident was between 300 and 430 mg/dl, but was down to the low 100s during the call. The customer's symptoms included feeling sick, headaches, feeling tired, and thirst. The customer treated with manual injections. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was informed that the product would be replaced, and to return the malfunctioning product back for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Multiple boluses were program; all of the boluses were delivered and recorded in the bolus history properly. No excessive no delivery alarms or history anomaly noted. The insulin pump functioned properly. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.